Event description:
Analysis of the generator was completed on (B)(6) 2013. The end of service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool. The event has been previously investigated by the device manufacturer. The battery was found to be depleted and at eos. During a diagnostic test attempt, the voltage dropped to 1.750 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
It was reported that upon interrogation of the patient's generator a warning message ""vbat < eos" was received indicating that the generator was disabled due to end of service. It was reported that no diagnostics or interrogations had been performed on the device since implant. The patient's mother believed that the battery didn't last as long as she felt it should have and indicated that she feels that the device was damaged by electrocautery during the patient's left shoulder surgery in (B)(6) 2012. No diagnostics were able to be performed due to the device being disabled. Additionally, it was reported that the patient has not experienced any seizures since (B)(6) 2012. The patient underwent generator and lead replacement on (B)(6) 2013. The implant card was received which confirmed that the generator and lead replacement occurred on (B)(6) 2013. It was noted that the generator was replaced due to end of service. The generator was returned to device manufacturer on (B)(6) 2013 for analysis. Analysis of the generator is underway; however, has not been completed to date.